Event description:
It was reported that the user connected a new g7 cgm to the ilet pump after about an hour without a sensor, and the initial cgm reading was 187 mg/dl; once warmup completed, the system resumed automated corrections and the user was advised to monitor for return to target range. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and education regarding cgm warmup transition and resumption of automated insulin corrections. Investigation of this case revealed no device malfunction and no component issue, with hyperglycemia considered temporally associated with the gap in cgm data before the system fully resumed automated control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.